Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. Review of the session records noted high, out of range lead impedance. Device was reprogrammed. A possible fracture was suspected. Physician decided to leave the lead implanted and monitor. Patient's condition is stable.